Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation the zebd-7-7 device of lot number c1572371 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 04th april 2019. A kink was observed on the 02nd, 03rd and 05th portholes at the tapered end and the wire guide perforated the stent at the 02nd and 05th portholes at the tapered end. Document review prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c1572371 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1572371. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0045-6). However, it should be noted that the IFU states the following: ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ image review ¿ n/a root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to high force being applied to the stent as it was straightened or loaded onto the wire guide. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The physician attempted to advance the stent over bsj's wire guide (jagwire 0.035inch 450cm straight) with a straightener though, the wire guide could not transit through the stent due to a kink/kinks in the stent. Therefore, another device was used instead. (The operating room was dark, but the procedure was conducted as usual.) There have been no adverse effect to the patient reported. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent' and "stylet wire/sheath perforation". No adverse effects to the patient have been reported as occurring.